Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer's current blood glucose was 177 mg/dl. The customer was dispatched via emergency medical service and transfer to the intensive care unit. Customer had been experienced difficulty in breathing, vomiting and nausea. Customer reports they do not feel okay to troubleshooting. The insulin pump will be returned for analysis.